Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead on (B)(6) 2024. The physician repaired the tear in the or and patient was hospitalized to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.